Event description:
Novopen stopped working [device failure] ([blood glucose increased]). Case description: this spontaneous case from (B)(6) was reported by pharmacist as "novapen stopped working and novopen echo did not work" and "high blood glucose". It concerns a (B)(6) female patient treated with suspected product novopen 4 from an unknown date and other suspected product novorapid penfill from an unknown date. Patient's height: not reported. Medical history includes type 1 diabetes mellitus diagnosed 51 years ago. On (B)(6) 2012, the patient took her normal levemir dose in the evening. The next morning, the patient took her novorapid dose and experienced that the pen just gave in and that she did not get the insulin. The patient's blood glucose did not go down. The patient takes 5 novorapid doses a day. The patient contacted her diabetes nurse and informed her that her blood glucose was 39.6. The nurse told the patient to go to the hospital. On the evening of (B)(6) 2012, the patient went to the hospital where they kept her overnight to treat her high blood glucose. In the morning, she was discharged from hospital and reported as recovered. The patient has talked to her diabetes nurse afterwards and has been instructed to perform air shots prior to injections which the patient did not do. The patient also informed the nurse that 80 to 90 percent of the time she does not store the pen with a needle attached but when going somewhere she brings her novorapid with the needle attached. The patient now performs air shots almost every time, prior to injection and has had no problem with her new pens. On an unknown date, the patient recovered from the events. Reporter comment: reporters alternative aetiology: not reported.